Manufacturer narrative:
Concomitant: 40027 tissue valve, implanted (B)(6) 2016, dtba1d1 crtd, implanted (B)(6) 2013.

Event description:
It was reported that the left ventricular lead had poor capture, which resulted in the device battery prematurely draining. The lead was capped and replaced, and the device was explanted and replaced. The patient was a participant in the perigon pivotal trial. No patient complications have been reported as a result of this event.